Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobe surgery, when they cut the lung parenchyma, the stapler was able to fire and there was poor staple formation. They replaced with a new handle to complete the case, there was no patient injury.